Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ macconkey ii agar some plates were contaminated, growing pseudomonas and another gnr. The contaminated agar was noticed both prior to use and after inoculation. No erroneous results were reported out and there was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3333688 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and there were other complaints taken on batch 3333688. Retention samples for batch 3333688 were not available for inspection. 7 photos were received for investigation. Photos 1 shows a contaminated plate prior to inoculation. Photos 2, 3, 4, and 7 show the time stamps of contaminated plates. Photo 5 shows the box label to confirm cat and lot #s. Photo 6 shows unopened sleeves with contaminated plates. This complaint can be confirmed. No complaint trend was identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported when using the bd bbl¿ macconkey ii agar some plates were contaminated, growing pseudomonas and another gnr. The contaminated agar was noticed both prior to use and after inoculation. No erroneous results were reported out and there was no report of impact to the patient or user.